Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received the message "the battery has reached end of service". Surgical intervention may take place at a later date to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2021-06236, 3006705815-2021-06237. Additional information received indicates the patient had their ipg explanted and replaced to address the issue.

Manufacturer narrative:
Correction: e1 physician information and facility name.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.